Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects in the air/water (a/w) nozzle, the plastic distal end cover, and on the adhesive around the objective lens and light guide lens, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign objects in the air/water (a/w) nozzle, the plastic distal end cover, and on the adhesive around the objective lens and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: g2 (added company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. However, it is likely that reprocessing was not conducted properly due to leakage from biopsy channel. Subsequently, the materials were not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.